Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The patient reported a false positive test result to FDA's medwatch (report #: mw5095977) with testing of idnow covid-19 test assay performed on (B)(6) 2020 . Repeat testing was not performed. Confirmation testing with pcr generated negative results (CT results not provided). The patient also reported: "I received a false positive test result from a facility that was using abbott ID now rapid covid-19 tests. I know this because of three reasons: less than 24 hours later I took a pcr test by [(B)(6)] with my family and all 4 of us tested negative. I was extremely careful with quarantining and was not exposed and I felt and still feel great (I know there are symptomatic cases, but combined with 1 and 2, this is relevant). I know of one oher person that received a false positive with this test and his circumstances are nearly identical to mine. The abbott test has been criticized for false negatives but I suspect that there are also false positives. I spoke with one of the authors of the peer reviewed study done by a team at [(B)(6)] today and she confirmed that their study was more focused on false negatives. I agree false negatives present bigger public health risks but I'm concerned about false positives too. The first test was conducted by [(B)(6)] and results were given to me in about 15 minutes (rapid test). The second was conducted about [(B)(6)] and sent out to the [(B)(6)]. I learned of the test result 5 days later, FDA safety report ID#[(B)(4)]." No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Per (B)(4), due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.